Event description:
It was reported that; rods on both sides moved. The blockers stayed within the tulip heads. We put in new rods and new blockers.

Manufacturer narrative:
Risk assessment; visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause cannot be determined from the given information.

Event description:
It was reported that; rods on both sides moved. The blockers stayed within the tulip heads. We put in new rods and new blockers.